Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. The technician tried to remove and clean the shunt valve but the failure remained the same. The failure was traced to a small voltage leak on the control board. The device board was replaced. The board was investigated in the lce. The defective board had two relay drivers which had failed to control the valves. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4) a follow-up medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that an low flow error occurred on the hcu40". Additional information: there were no patient involved the incident occurred during priming/setup. (B)(4).